Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18 . Blood glucose readings. Chapter 4 / page 56 . Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 260 mg/dl while wearing the pod for longer than 48 hours. Patient tried to deliver a bolus but bg levels remained high. When removed from the infusion site (leg), the pod's cannula was found bent. Patient also tested negative for ketones. As treatment, a new pod was applied and bg levels began to decrease.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a tear in two separate locations. A leak was observed within the exposed portion of the soft cannula where the tear was located. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.